Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6): product type programmer, patient product ID 97755; serial# (B)(6); product type recharger product ID 97745; serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755; serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the rtm did not find the ins and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient was seeing software problem and system problem rm04 when trying to recharge. She had tried resetting the battery which did not resolve the issues. She had already had to replace the insr two times and it was getting really frustrating. The patient called back and stated her issue continued. When she went to the antenna location (al) screen the highest number she could get was a 92 but when she went back to the ins she saw it was still at 0%. It just wouldn't charge. She also had noticed the rtm was getting very hot right where it plugged into the controller and where the cord met the rtm disk. Patient called back- unable to set or edit time <(>&<)> date during and after pairing replacement. Reset of controller did not resolve. When pairing replacement controller to ins, up/down buttons did not allow her to edit date/time. These options were showing grayed out in menu. Hard reset did not resolve. The up-down buttons didn't work. While on the phone after taking out the battery the date and time came up and she was able to set the date and time. They also reported that the rtm was very difficult to charge and the cord was getting very warm. No patient symptoms reported. No further complications were reported.